Event description:
In 2005, a "rupture occurred with a cypher in the ramus." Reportedly, the graftmaster stent graft was used to successfully seal the perforation. On 06/2005, the patient reportedly "saw the physician due to chest pain but no signs of abnormality was seen on the electrocardiogram (ECG). The patient was advised by the physician to keep the doctor informed about their symptoms. 11 days later at 8:30am the patient "was found dead on a home bed by the family." The physician cannot specify the cause of death because it was sudden and it is unknown if an autopsy will be performed. This event is reported as it cannot be ruled out that the graftmaster contributed to the patient's death. Although requested, no additional patient information was provided.